Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There were no reports of device nonconformity that caused the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the reported event may have been caused by physical stress, chemical stress, storage environment, etc. -from the inspection result of the device, it was confirmed that the coating on the insertion section was peeled off. -the instruction manual contains precautions regarding physical stress, reprocessing methods, and the storage environment of the device. -in the past similar cases, it was surmised that the cause was physical stress, chemical stress, and storage environment. The instruction manual states that the external surface of the entire insertion tube including the bending section and the distal end, should be inspected for irregularities. In addition, the instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Therefore, by following the instruction manual, the user can appropriately detect the reported event and reduce / prevent the occurrence. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the watertightness was lost due to the cut of the bending section rubber. -the distal end was dented and scratched. -the adhesive of the bending section rubber was worn. -the bending section rubber was cut. -the instrument channel port, grip unit, control unit, remote switch, suction cylinder, endoscope cover, angulation lever, up/down plate, universal cord, endoscope connector, and light guide cover glass were scratched. -due to wear of the angle wire, the upward and downward angulations did not meet the standard values. -the insertion tube was dented and deeply scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.